Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced these pcbs respectively and this resolved the fault to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer & pockets are failing, failed hardware. The customer rebooted and recovered the station, but issue stayed back. The issue was causing a delay in dispensing the medication tot the patients. There were no adverse events or injuries reported based on this event.